Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent, a suprarenal extension and an ovation extender. During this procedure a type 1a endoleak was discovered. The physician elected to implant a non- endologix stent below the renal arteries to resolve this leak. The patient was reported as stable.

Manufacturer narrative:
During clinical assessment it was discovered that this is an intra-operative type ia endoleak. This is no longer a reportable event.